Manufacturer narrative:
The customer¿s report of an infusion of normal saline which was observed free flowing was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu error log showed no errors or malfunctions. Analysis of the pcu event log shows the pump module was selected and programmed for a primary infusion of drug ID 1 (IV fluid) with a rate of 10ml/hr vtbi 100ml. The primary infusion is started. At 12:11 am, the source pump module was selected, and the user programed a secondary infusion of drug ID 188 (piperacillin/tazo) and started the infusion. At 12:41 am, the secondary infusion completed. The pump module was then paused, then restarted at 4:03 am. The pump module was paused again at 8:23 am and restarted at 8:25 am. At 9:47 am the pump module was channeled off. The pump module was selected at 9:47 am and a primary infusion of drug ID 1 (IV fluids) with an infusion rate of 10ml/hr vtbi 100ml. The infusion was started. At 9:48 am the pump module was channeled off. The pump module was removed from the system at 11:27 am. Rate accuracy testing was performed and found the device operating within specification. Functional testing resulted in no periods of unregulated flow with the administration set. The primary set was not returned for investigation. The root cause of the customer¿s report that an infusion of normal saline was observed ¿free flowing¿ was not identified.

Event description:
The customer reported that at 7am the nurse observed 1000ml of ns was infusing on a patient at 10ml/hr in the tcu ward. When the nurse returned at 9:50am to attach a secondary infusion of zosyn she noticed the ns was free-flowing, however the pump displayed an infusion rate of 10ml/hr. The nurse turned the pump off and the ns infusion continued to free-flow. The nurse noted there was approximately 150-200ml missing from the ns bag. The pump was removed and sent to the facility's biomed department. There was no patient harm.